Event description:
Customer states they is continuing to get no delivery alarms and they refused to troubleshoot any further. Report they were hospitalized with a bg of 400+. Customer states it was due to no delivery alarms. Customer is currently disconnected and using backup plan.